Event description:
It was reported during an orthopedic procedure on (B)(6) 2012, that the quick coupling drill bits would not release the burr. There was no delay in the surgery or any injuries reported as the incident occurred after the procedure was completed. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device returned to synthes (B)(4) on an unknown date. Investigation coordinated by (B)(4). Reliability engineering evaluated the device, and the reported problem was confirmed; the device would not release a bur / drill bit properly. This condition was likely due to normal component wear out from use over time, as no signs of improper cleaning or maintenance were observed. Device history record review reports: the manufacturing documents were reviewed and no complaint related issues were found.